Event description:
During a stenting treatment procedure to place a carotid wallstent 10.0/37mm, filter deployment and stent delivery system removal difficulties were encountered. The lesion site was the distal common cartoid arterey (cca) and the proximal internal carotid artery (ica) through which a distal protection device (amboshield) was placed. Unfortunately, the carotid wallstent had partially deployed during delivery to the ica. Despite complete withdrawal of the sheath, the filter opened only half way. Thus, the physician attempted to recapture the stent, but was unsuccessful. He subsenquently inserted an 6f guiding catheter in the vessel of the patient to envelope all of the devices ("carotid stent, amboshield, etc.) For successful retrieval of them. No further intervention was undertaken at that time patient status is reported as 'okay'. This product is approved ous only, but is similar to a device marketed in the us.